Manufacturer narrative:
Unit passed displacement test, active current measurement, and self test. Unit received with unexpected battery power loss shown in power graph for different periods of time and had high sleep current, problem isolated to electronic assemblies.(B)(4).

Event description:
Information received by medtronic indicated that they have had to change battery every 2-3 days due to pump confirming low battery and requesting for the customer to change battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.